Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. No further information was provided.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. No further information was provided.